Event description:
Rptr had implant surgery in 6-12-69. Rptr had cancer of right breast in march 1989. Silicone running out of the nipple. Had mastectomy. Had infection & had to have saline implants out 5 times on right. On the last surgery rptr had the left implant out (which was ruptured) and replaced with saline. Sle, connective tissue disease, autoimmune disease, fibromyalgia, sjogren's disease, and raynauds.